Manufacturer narrative:
The field service representative replaced the extra wash mixer. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for four patient samples from cobas e 801 module serial number (B)(4). Patient 1 initial result was 282 pg/ml and the repeat result was 108 pg/ml. Patient 2 initial result was 375 pg/ml and the repeat results were 5.02 pg/ml and 4.82 pg/ml. Patient 3 initial result was 3.70 pg/ml and the repeat results were 76.9 pg/ml, 3.35 pg/ml, and 3.30 pg/ml. Patient 4 initial result was 379 pg/ml and the repeat results were 3.95 pg/ml and 3.01 pg/ml. The questionable results were reported outside of the laboratory and the doctor asked for repeat testing.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.